Manufacturer narrative:
The customer said this event is not being attributed to the da vinci system, nor the da vinci products used during the procedure. There is no indication of a da vinci product malfunction.

Event description:
It was reported that during a da vinci-assisted small bowel resection, the patient went into cardiac arrest. The patient had presented at the hospital with a bowel perforation, dehydration, and hypotension. According to the customer, an unspecified "quality" employee, the cause of the bowel perforation was reportedly not from a previous procedure, but the exact cause was unknown. The patient was experiencing hypotension and was dehydrated for at least 24 hours as the perforation caused their abdomen to be full of water. Intra-operatively, the patient went into cardiac arrest. The patient recovered from the cardiac arrest, kept open, and taken to the intensive care unit (ICU) over night. The next day, the patient received an exploratory laparoscopic procedure and an ileostomy was created. The customer said this event is not being attributed to the da vinci system, nor the da vinci products used during the procedure. The customer said the cause of the cardiac arrest is unknown, but are considering insufflation as a contributing factor. As of post-operative day five, the patient was downgraded to the telemetry floor.